Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and did not require third-party assistance for incapacitation. The customer resolved the problem by changing the infusion set and cartridge and resuming insulin therapy.